Event description:
It was reported that during a da vinci hysterectomy procedure, the cable broke on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable to be frayed near the tip of the instrument. The frayed strands stick out at the instrument wrist as a result. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, if frayed cable were to reoccur could cause or contribute to an adverse event.